Manufacturer narrative:
Results of investigation: the suspect component was returned to vyaire medical for evaluation. The root cause could not be determined as the issue is not duplicated due to unknown internal damage of the main electronics board. As a resolution, vyaire ts recommended an insp block replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Vyaire ts recommended an insp block replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator tf 388 - no o2 dosing error happened prior patient use. Customer confirmed that there was no patient involvement.